Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 336 mg/dl, 174 mg/dl and 422 mg/dl, 240 mg/dl and 211 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer also reported that they were hospitalized due to gastroparesis. Customer states that he was vomiting for two weeks and was periodically treated with carbohydrates as his blood glucose was not high while in the hospital. The customer also reported that the insulin pump had a blank display had it was exposed to moisture. Troubleshooting was performed and the display returned after restart. The customer did not allege the insulin pump for under delivery. The customer declined to perform high pressure test. The insulin pump will be returned for analysis.